Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Handle cev10195r dia 5mm ang w/ ratchet, lot: 12/05 (1), lot: 11/05 (1), lot: 04/03 (2). Insert cev625-1 fenestrated 350mm, lot: 02/08 (1), lot: 101101 (1), lot: 04/03 (2). Tube cev649-5b dia 5mm 350mm, lot: 081212 (1), lot: 100604 (1), lot: unknown (2). Device evaluation: 12 devices were returned for this complaint event. The account could not specify which device caused the perforation. Evaluation of the 4 returned handle (cev10195r): three of the four handles returned present some laser etching not applied by (B)(4) (medtronic): "alia 1209d"; "alia 1204"; dm1112". This indicates that the instruments were probably repaired/ modified by a third party not qualified by medtronic. The monopolar connection pin was damaged on the handle inscribed with "dm1112". No significant functioning defect was highlighted. Furthermore, these instruments have never been serviced nor repaired by (B)(4) (medtronic). Evaluation of the 4 returned insert (cev625-1): the instruments were significantly bent. Three of the inserts had a pin that was different from specification. There were noticeable traces of impact found on the jaws. The observed damage to the jaws could diminish the jaw's non-traumatic properties and as a result possibly result in damage to tissue. Device evaluation determined that the instruments had probably been repaired/ modified by a third party not qualified by medtronic. Evaluation of the 4 tube (cev649-5b): three of the tubes had sheathing from a material different from our specifications. The tube from batch 081212 was significantly bent and had a damaged sheath. The damages highlighted on the sheathing and the coating could have degraded the insulating properties of the tubes and led to potentially uncontrolled coagulations. The presence of non-medtronic sheaths indicates that the instruments had probably been repaired/ modified by a third party not qualified by medtronic.

Event description:
It was reported that the use of a coelioscopy instrument for dissection led to the perforation of the small intestine. It was reported that the jaws did not have the expected atraumatic properties and were cutting the tissues. The perforation was detected and solved during the surgery. There was no patient consequences.